Manufacturer narrative:
(B)(4). The home patient (hp) reported that the device was lost; therefore, the device was not returned for evaluation. This report was not confirmed due to lack of sample. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The current labeling for the compact exchange device ii was found to be sufficient. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center (gts) regarding a compact exchange device (cxd) ii broken condition. The home patient (hp) stated that he dropped the cxd and the door had broken. The baxter technical service representative (tsr) initiated a swap. The cxd ii was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The swap questions are not applicable because, the cxd ii issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.